Manufacturer narrative:
Device evaluated by MFR: the device was not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right coronary artery (rca). After the deployment of a non bsc stent, a 8mm x 5.00mm nc quantum apex balloon catheter was advanced to post dilate the lesion. The physician inflated the device and was able to dilate near the nominal balloon pressure but unable to go up more. The balloon was noticed to be ruptured. The procedure was completed with a different device. No patient complications were noted and the patient's status is good.